Manufacturer narrative:
A boston scientific technical services consultant discussed troubleshooting with this caller who stated a commanded shock was delivered which produced a shock impedance of 81 ohms was noted. No other adverse events were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting increasing shock impedance measurements which recently were greater than 125 ohms. No adverse patient effects were reported.